Manufacturer narrative:
It was reported that the patient's weight is (B)(6) lbs. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture bunch up and was stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported that the patient's weight is 114.8 lbs. Problem code 2588 captures the reportable event of suture stuck inside the ligator cap. A speedband superview super 7 was returned with the ligator head for analysis. A visual examination of the ligator head found six bands present in the ligator head which indicates that the bands failed to deploy. Some bands were moved out of its original position and some bands were entangled. It was noticed that the ligator teeth were bent and the suture was intact. The trip wire was secured in the handle assembly slot when received and crimp was present in the trip wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being properly deployed which would twist the bands over other bands and which could have contributed with the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture bunch up and was stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.